Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd cor¿ gx the customer observed an instrument error that may have result in cross-contamination and ultimately erroneous results. This event occurred 1 time(s). These potentially erroneous results may have been reported to health care practitioners. At this time there is no indication of patient impact. The following information was provided by the initial reporter: "it cannot be excluded that this issue has led to erroneous results, because this issue has been ongoing for approximately 7 days, and in this time, 780 results were sent to the customers lis system, it can also not be excluded that erroneous results were reported to the clinician. As in these 780 results, 173 results were hpv positive, it cannot be excluded that patients were treated based on erroneous results."

Manufacturer narrative:
H6: investigation summary he complaint of upc-4 pipettor dripping was reported against the bd cor gx instrument catalog number 443990, serial number (B)(6). The complaint is confirmed. Video from the gx instrument was reviewed and drips were identified from upc-4. Service was dispatched. The deck was cleaned and the pressure and vacuum lines from the pressurecontroller to the pipettes were checked for damage. No damage was identified. Service replaced pipette channel inline upc spares upc-3 and upc-4 (part number 444071). The instrument was tested and is functioning. The service history of the instrument was reviewed, no additional or previous dripping complaints or contamination complaints were received. The instrument is designed to avoid movement over open samples to minimize the risk of contamination. The root cause is associated with the upc. The upc was not returned for further investigation.

Event description:
It was reported that while using bd cor¿ gx the customer observed an instrument error that may have result in cross-contamination and ultimately erroneous results. This event occurred 1 time(s). These potentially erroneous results may have been reported to health care practitioners. At this time there is no indication of patient impact. The following information was provided by the initial reporter: "it cannot be excluded that this issue has led to erroneous results.", "because this issue has been ongoing for approximately 7 days, and in this time, 780 results were sent to the customers lis system, it can also not be excluded that erroneous results were reported to the clinician.", "as in these 780 results, 173 results were hpv positive, it cannot be excluded that patients were treated based on erroneous results."